Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4, d6, h4: the information provided regarding the expiration date (5/29/2013), manufacturing date (4/10/2020), implantation date ((B)(6) 2004) and explantation date ((B)(6) 2008) are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Event description:
It was reported the patient experienced pseudotumor and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4, d6, h4: the information provided regarding the expiration date (5/29/2013) manufacturing date (4/10/2020), implantation date ((B)(6) 2008) and explantation date ((B)(6) 2014) are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pseudotumor, metallosis. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that light marks were observed all over the outer surface of the depuy asr xl fem imp, expected due to the metal-metal interaction around 6 years. Additionally, signs of wear and what appears to be black organic material were found in the taper area, where the femoral stem is assembled. The observed condition of the device might contribute the reported metallosis event. It is worth mentioning. That the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 45 product code: 999890145 lot number: 2644658 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the depuy asr xl fem imp size 45 would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 45 product code: 999890145 lot number: 2644658 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 45 product code: 999890145 lot number: 2644658 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: d4 (expiry date, primary UDI number), e1 (facility name), h3, h4.